Event description:
The manufacturer received information alleging a ventilator's exhaled tidal volume and peak flow rate were too high. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to a third party service center for evaluation and the device's sensor board was replaced to address the issue.